Event description:
A customer reported that results for a single patient sample were associated with the incorrect patient while using a vitros 5,1 fs chemistry system. Mis-associated patient results may lead to inappropriate physician action. The affected results were not reported to the clinician. There was no allegation of patient harm as a result of this event.this report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that results for a single patient sample were associated with the incorrect patient. The investigation could not determine a definitive root cause. However, a barcode label read error and/or user error due to incorrectly labeling the affected sample tube cannot be ruled out as possible causes of the event.